Event description:
It was reported that faradrive steerable sheath clear was selected for pulsed field ablation. It has been mentioned that the leather strip was leaking gas and had bubbles due to poor sealing performance. No patient complications occurred. The procedure was completed using different device (same model).